Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that that the pump's max flow rate was insufficient due to the patient's physique, the device was explanted and exchanged for an impella 5.5. During support with the impella 5.5 it was reported that the patient was supported by the device, however the patient's heart function failed, and they expired. Use of the device cannot conclusively be associated with the outcome.